Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer plugged the pump into the ac power adapter, battery was able to be charged after 30 minutes. However, the pump felt hot to the touch and multiple temperature alarms occurred. Customer's blood glucose was 89-150 mg/dl. Customer continued to use pump for insulin therapy.